Manufacturer narrative:
Reasonable attempts by phone (5x) and fax (2x) were made (no email address was available) to obtain further information from the user facility for the reported events including patient information, treatment settings, and degree of burns; however none was received. Should further information be received, a follow-up MDR will be filed. An examination of the subject device by a lumenis technical expert concluded the probable root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to device labeling. A review of device labeling concluded that the operator manual advises frequent cleaning of the treatment tip during use.

Event description:
It was reported that three (3) patients sustained burns to the face, underarm, legs and bikini area following hair removal treatment with the lumenis lightsheer et laser.